Event description:
The user facility reported that after the colonoscopy, the patient was noted to have a significant abdominal distention. The patient was admitted in the hospital for another colonoscopy and CT scan was performed. The CT scan revealed distention, but no obstruction. The patient was reportedly doing fine.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The air pressure was checked and found to be within standard. Olympus cannot conclusively determine the user's experience. Therefore, no conclusion can be drawn at this time. If significant information becomes available a supplemental report will follow.